Event description:
Male patient had a cardiac catheterization and pci (groin approach) in the cardiac cath lab. A stryker max-a pulse oximeter sensor was placed on his left index finger pre-procedure and remained on his finger until he was discharged home approximately eight hours later. The patient contacted the facility about one week later stating that he was experiencing a neuro deficit (numbness) in the tip of the left index finger where the pulse oximeter sensor had been attached. As of (B)(6) 2018, the patient reported that he has about 80-85% of his feeling back in the left index finger (tip). His cardiologist will see him again in two months and he will report his status.